Event description:
The dealer alleges the patient was complaining that the seat on a m51psemiblue power chair was wobbly, he states he went to look at it and it was missing 2 screws and washers. He states the other 2 were very loose and he was able to tighten them up.